Event description:
It was reported that the patients leads were fractured. It was also noted that the patient was experiencing inadequate stimulation due to leads having high impedances. Additional information was received that lead fracture was not confirmed through x-ray. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients leads were fractured. It was also noted that the patient was experiencing inadequate stimulation due to leads having high impedances. Additional information was received that lead fracture was not confirmed through x-ray.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7071930.

Event description:
It was reported that the patients leads were fractured. It was also noted that the patient was experiencing inadequate stimulation due to leads had high impedances.

Manufacturer narrative:
Exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.